Event description:
At the conclusion of cardiopulmonary bypass surgery, as the cannula was removed from the aorta, the tip of the cannula separated from the cannula tube. The tip was retrieved while controlling blood loss, without adverse consequences to the pt.